Manufacturer narrative:
The device was removed at the hospital and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's diabetic ketoacidosis. No product lot number was reported therefore no qualification records could be reviewed. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops," and "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines."

Event description:
On (B)(6) 2013, a doctor at (B)(6) hospital reported that on (B)(6) 2012 his patient had been treated for diabetic ketoacidosis and released.